Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the or staff saw small parts rolling around in the kit and refused to use it. There was no reported patient involvement.

Event description:
It was reported that the or staff saw small parts rolling around in the kit and refused to use it. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport isp MRI kit and two electronic photos were returned for review. Based on the photo review, the introducer needle and cath-lock were noted out of place within the device package. A visual evaluation of the returned sample was performed. The sample was received sealed; however, mild scuffing was observed throughout the packaging. Inspection of the components was performed. The vein pick was present in the lower tray instead of the upper tray. The cath-lock was present in the lower tray instead of the upper tray. The guidewire was extended approximately 13.0 cm from the protective sheath and the proximal end of the guidewire sheath was not attached to the blue support. The introducer needle was out of place within the lower tray. However, no damage was noted to any of the components. Therefore, the investigation can be confirmed as reported for components out of place within the kit. A definitive root cause could not be determined based upon available information. It is unknown if shipping/handling issues and/or storage conditions at the facility contributed to the reported event. Per the reported event details, the product was noted to have arrived damaged. Additionally, the evaluation findings noted mild scuffing throughout the packaging. It should be noted that manufacturing controls are in place as noted in packaging inspection procedure. An acceptance quality limit inspection is in place to verify that components are in correct placement per applicable drawing. Therefore, it is unlikely that the issue is manufacturing related. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.